Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The cartridge and infusion set were changed and insulin delivery was resumed. The customer's blood glucose level was high. As the customer had changed the supplies, tandem technical support was unable to perform a check to help determine a possible cause of the occlusion.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.